Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a blood glucose level over 500 mg/dl. The customer was treated with intravenous insulin and saline and was discharged on (B)(6) 2022 with no permanent damage. Reportedly, the customer received multiple button alarms. Tandem technical support educated the customer to keep items from pressing on the button to prevent this alarm from occurring. Tandem technical support performed a pump system check and found that the pump functioned as intended. The customer continued to use the pump for insulin therapy.